Event description:
It was reported that 12 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate from lot# 9087916, and 16 tubes from lot# 9087922, were found damaged before use with scratches in them. The following information was provided by the initial reporter: "scratches found on product 362761, lot 9087916 (12x) and lot 9087922 (16x). Customer confirmed all tubes are examined when received."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9087916, medical device expiration date: 2020-04-30, device manufacture date: 2019-03-28, medical device lot #: 9087922, medical device expiration date: 2020-04-30, device manufacture date: 2019-03-28. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate from lot# 9087916, and 16 tubes from lot# 9087922, were found damaged before use with scratches in them. The following information was provided by the initial reporter: "scratches found on product 362761, lot 9087916 (12x) and lot 9087922 (16x). Customer confirmed all tubes are examined when received."